Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound at 68 mg/dl and the customer was not alerted of changes in glucose level. The customer experienced weakness, tremors, dizziness, and lightheadedness and was able to self-treat with sugar drink for the issue. No other third party treatment was reported. There was no report of death or permanent impairment associated with this event.